Event description:
Literature was reviewed regarding ¿development and comparison of multimodal models for preoperative prediction of outcomes after endovascular aneurysm repair" the time frame of this study was over a nine-year period. Multiple manufactures products were implanted. Endurant stent grafts were implanted in the patient population. The aim of this study was to develop and compare multimodal models for predicting outcomes after endovascular abdominal aortic aneurysm repair (evar) based on morphological, deep learning (dl), and radionics features. The following adverse events occurred:  occlusion, aneurysm enlargement no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿development and comparison of multimodal models for preoperative prediction of outcomes after endovascular aneurysm repair¿. Wang y, zhou m, ding y, li x, zhou z, shi z and fu w (2022) front. Cardiovasc. Med. 9:870132. Doi: 10.3389/fcvm.2022.870132. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.